Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances, oversensing, and a possible fracture. The lead detections were programmed off, leaving the lead active for pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076 lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular pacing lead was beyond the expected upper range. Analysis also revealed lead impedance out of range alert and that the criteria for such were met. Analysis findings included an indication the impedance on the superior vena cava defibrillation coil was beyond the expected upper range and the impedance on the coil was variable. The impedance trend on the right ventricular pacing lead was variable and analysis on the device memory indicated there was over sensing due to non-physiologic signals based on the sensing integrity counter. Of 72,016 there were 27,120 lifetime ventricular sensing integrity encounters beginning on (B)(6) 2013. The lead integrity alert was triggered on (B)(6) 2012 as a result of met requirements for impedance and ventricular integrity counts. Additionally, the maximum superior vena cava defibrillation impedances varied between 54 to greater than 250 ohms between the weeks ending (B)(6) 2013 and (B)(6) 2014. The maximum ventricular impedances varied between 684 to greater than 2,204 ohms throughout the record. There were fourteen non sustained tachycardia events of less than 220 milliseconds per second during the v-v cycle between (B)(6) and (B)(6) 2014. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.